Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that therapy has never worked for them, going back to the first implant. The caller indicates that when they get the urge, they are wet before they get to the bathroom. The caller reports that the device does not work at all at night and soaks pads overnight. The caller  needing to use a foley. The caller indicates that they have tried increasing therapy and changing programs already, and will continue to try the other programs that are available to them. Redirect to doctor if issue persists.